Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no related complaint received with return of device. Conclusion code: failure observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 7.3-7.5cm and 7.9-8.1cm, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 9.9-10.4cm from the distal tip. The etfe coating was intact at these locations. (B)(6).